Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative stating there were no known causes for unconformable shocking sensations when they are laying on their back. Also they state they tried to read battery with 8840 programmer to shut off and/or check programming but was unable to communicate with device. The issue was not resolved.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep called after speaking with patient (pt) and hcp who report that pt has an scs device and recently had their ICD replaced from a different company to an device. Pt reports that since waking up from that procedure, pt has experienced uncomfortable shocking sensations near his scs leads when he lies flat on his back. Pt reports that when he puts pressure on the ICD that the sensation goes away. Pt reports that he has a pt control device but has not used it in many years. Hcp reports that the ins and the ICD are on the same side of the body, and from what hcp remembers the scs device is not programmed in bipolar configuration. The caller was not with the patient, so further troubleshooting or information was not available. Rep reports that they will bring an 8840 and meet with the pt this week to check the system and run impedance checks, and work with the pt to turn stim off and see if the shocking s ensations go away, and call technical services (ts) if further troubleshooting is needed. Rep called back and reports that after multiple attempts to connect with the pt's programmer and the 8840 they were not able to connect to the ins. Pt reports that he has not felt stimulation from the ins "in many years" and thus stopped using the external device. Pt reports that they mostly feel the sensations (described as 'spasms or increased stimulation at the lead sites') when they go from sitting to lying down, but that it goes away when he is in an upright position. Rep reports that he will follow up with hcp regarding the scs device and suggested that hcp already discussed removal of components with the pt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.